Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have a defective x1 crystal. After pa replaced the x1 crystal, the meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.